Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 278 mg/dl. The esc button was unresponsive. A crack on the insulin pump's body was found. The customer was hospitalized two years ago due to meningitis. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive button due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests due to unresponsive keypad/button. The insulin pump had a cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.